Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels above 200 (mg/dl); however a specific bg value was not provided. A correction bolus with the pump was delivered to address bg levels. Reportedly, customer states they have increased their basal insulin delivery. Recommendation was made to consult with their health care provider to discuss diabetes management.